Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.